Manufacturer narrative:
The product was not returned or released to datascope for evaluation.

Event description:
The iab was inserted into the pt during surgery. The following day, blood was noted in the tubing and the iab was removed. On 4/22/97, datascope received the voluntary medwatch form from the user facility; no report number. The following info was rpt'd: the iab was inserted during repeat coronary bypass surgery on 4/13/97. On the morning of 4/15/97, the "air leak" alarm sounded. This was accompanied by a backflow of blood in the catheter. The alarm was not able to be resolved by checking the system or tightening the connections. The surgeon removed the catheter. On visual exam, the balloon was ruptured. The pt tolerated having the catheter removed well. There was no complication from the rupture. The pt required no treatment because of this event. On 8/28/97, datascope was notified that the risk management department at the facility has the iab and the iab will not be released at this time. Event complications: none from the event - rpt'd 4/15/97, 4/22/97. Pt current status: unk - rpt'd 4/15/97.